Event description:
Patient reported pain, rippling, capsular contracture baker grade unknown, and textured to smooth breast implants due to the patient¿s concern with the product. Healthcare professional confirmed right side capsular contracture, baker grade IV, pain, rippling and exchange from a textured to smooth breast implant due to the patient¿s concern with the product. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported right side pain, rippling, capsular contracture baker grade unknown, and textured to smooth breast implants due to the patient¿s concern with the product. Healthcare professional confirmed right side capsular contracture, baker grade IV, pain, rippling and exchange from a textured to smooth breast implant due to the patient¿s concern with the product. Device has been explanted and replaced.

Event description:
Patient reported right side pain, rippling, capsular contracture baker grade unknown, and textured to smooth breast implants due to the patient¿s concern with the product. Healthcare professional confirmed right side capsular contracture, baker grade IV, pain, rippling and exchange from a textured to smooth breast implant due to the patient¿s concern with the product. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ wrinkling of the skin: unable to observe as it is not related to the manufacturing process. ¿ pain: unable to observe as it is not related to the manufacturing process. ¿ crease/folding of implant: observed creases on device. As per the investigation procedure deformation and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.